Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) contacted the patient for follow up questions on (B)(6), 2010 and obtained/verified the following information. The patient informed the mss that his testing frequency is 3 time per day and manages his diabetes with oral medications (glyburide 500 mg) taken at 6:00am and 6:00pm. The patient reported the alleged issue began on (B)(6), 2010 (unspecified time). The patient reported blood glucose results of "200 and 135 mg/dl" with the subject meter performed within 20 minutes of each other obtained on (B)(6), 2010 at 7:21pm. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient indicated he manages his diabetes with insulin (self adjuster). At the time of the alleged issue, the patient denied taking any action regarding his diabetes management regimen. The patient claimed a day after the alleged issue began, he became sweaty in the morning; which he associated as low blood sugar symptoms. In response to the symptom, the patient confirmed he self treated with glucose tablets (raspberry flavor) that he purchased at his drugstore. Within minutes after his treatment, the patient claimed he felt better. On (B)(6), 2010 at 8:15am, he went to see his health care professional (hcp) regarding his meter and stated that he was given a prescription for a new meter. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly, an approved sample site was used, and his process for testing was correct. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.